Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed a power error detected. They inserted a new battery and it worked for a couple of hours, but then they received the error again. The put in another battery but got the same message. The insulin pump was not working. The customer¿s current blood glucose level was 228 mg/dl. Troubleshooting was performed. They were given a series of steps to perform after the call ends to resolve the issue. They were advised to monitor the insulin pump and call back if the issue reoccurs. The device will not be returned for analysis.